Manufacturer narrative:
A united states customer reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 115. An initial elevated atellica im tnih result was observed for a female patient. A second sample produced a much lower result (below assay measuring range, <2.5 ng/l). A repeat test of the initial sample produced a similar low result. A third sample reproduced the low reading. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance. No issues were observed for any other samples, and quality control (qc) results were within expected ranges.